Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Hurt teeth/pain in teeth [toothache]. Magnetic piece of metal came out when taking the replacement brush - oral-b [device breakage] . Case narrative: 32-year-old male consumer via chat stated that the oral-b toothbrush, type 3758, recently started making a strange sound and a vibration that hurt his teeth. He then noticed a magnetic piece of metal came out when taking off the oral-b toothbrush replacement head. No serious injury was reported.